Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored in 50c for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape. The device also was received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched case, cracked reservoir tube and scratched reservoir tube window.

Event description:
The customer reported that the pump went blank. Customer stated he changed the batteries nothing happened. Troubleshooting was done. Customer's blood glucose at that time was 402mg/dl. Advised the customer that the pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.